Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. On (B)(6) 2005, the pt was implanted with ams monarc subfascial hammock. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be draw at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/2212015. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with caldera medical t-sling due to pelvic relaxation and sui. It was reported that the patient underwent excision of mesh and repair of cystocele and anterior wall defect on (B)(6) 2005 due to previous cystocele repair with soft mesh and mesh erosion.